Event description:
Pseudoseptic reaction in left knee (pain, swelling and redness) [pseudosepsis]. Could not stand [dysstasia]. Could not walk [gait disturbance]. Case description: this serious spontaneous device report was received from a physician via medical assistant in the united states. The patient, a (B)(6)-year-old male experienced pseudoseptic reaction in the left knee, could not stand, and could not walk after receiving euflexxa injections (1% sodium hyaluronate) in both knees for osteoarthritis of the knee (lot number: k12820a. Expiration date: 01 march 2016). On (B)(6) 2015, a (B)(6) year-old male patient received his first injection of euflexxa for osteoarthritis of the knees. On (B)(6) 2015 or (B)(6) 2015, the patient experienced a pseudoseptic reaction in the left knee. The pseudoseptic reaction was further described as pain, swelling, and redness. The patient could not stand or walk and was hospitalized secondary to the event. A scope was performed and the left knee was washed out. On an unknown date, the patient was discharged from the hospital after a few days. The patient was scheduled to see his physician on (B)(6) 2015. At the time of report, the outcome of the events were unknown. It was unknown if euflexxa therapy will be continued. Medical history was provided. Concomitant medications were provided. Sender comment: reporter causality: implied.

Manufacturer narrative:
Additional information received 07 december 2015 from the initial reporter: action taken with suspect drug, outcome of the events, causality, treatment information, and laboratory information. Sender comment: the patient experienced a pseudoseptic reaction in the left knee 1-2 days after euflexxa administration. Treatment included scope and wash out. Furthermore, arthroscopic debridement and steroid injections were performed causality between knee pseudoseptic reaction and euflexxa is possible. Dysstasia and gait disturbance are potential sequelae to the knee inflammatory reaction.

Event description:
The physician reported that the patient did not receive the rest of the euflexxa injections. The patient was treated with an arthroscopic debridement and steroid injections (unknown name and dose). The physician reported that all of the events recovered and causality between the events and euflexxa was probable. The patient had an increased esr (red blood cell sedimentation rate) and increased crp (c-reactive proterin); no culture growth. Medical history was provided. Concomitant medications were provided. Reporter causality: implied.